Event description:
The intra aortic balloon was inserted in the surgical intensive care unit by the nursing staff. Approx three hours later, blood was noted coming back from the central lumen and the catheter could not be flushed. The intra aortic balloon "check catheter" alarm sounded from the pump and the pressure waveform was rounded instead of square. The balloon was removed and a second intra aortic balloon was inserted. On 6/11/98, datascope also rec'd mandatory medwatch form from the dist. (Event complications: none from the event - reported 6/11/98.) (Pt's current status: stable - reported 6/11/98)

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to the FDA on 8/13/98).